Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedances around 170 ohms. The physician performed defibrillation threshold (dft) testing, where the values were still high. Plan is to monitor at this time and increase the alert value to 200 ohms. At this time the lead has been surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedances around 170 ohms. The physician performed defibrillation threshold (dft) testing, where the values were still high. Plan is to monitor at this time and increase the alert value to 200 ohms. At this time the lead has been surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedances around 170 ohms. The physician performed defibrillation threshold (dft) testing, where the values were still high. Plan is to monitor at this time and increase the alert value to 200 ohms. The lead remains in-service. No adverse patient effects were reported.